Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and developed a pneumothorax which required chest tube placement and hospitalization. One target nodule was 1.2 centimeters in size and located in the right upper lobe, apical segment. The second nodule was 2.0 centimeters in size and located in the right middle lobe, medial segment. A radial ultrasound bronchoscopy (ebus) probe was utilized to localize the lesion. Instruments used for biopsy included a 21g flexision biopsy needle. The biopsy result was positive for malignant lymphoma. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.